Manufacturer narrative:
(B)(4). Physio-control performed an evaluation of the customer's device but was unable to duplicate the reported issue. Physio observed that the therapy pcb assembly had a broken latch but was electrically connected. Physio replaced the therapy pcb assembly as a precaution and device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was not determined. A clinical review of the event was performed by physio-control; however there was insufficient information within the record to determine whether or not the device use had contributed to the patient¿s outcome.

Event description:
The customer contacted physio-control to report that their device therapy ECG had dashed lines during a cardiac arrest call. The customer advised that the device did not display paddles ECG while using conmed brand third party electrodes. The electrodes were not returned to physio-control for an evaluation. The patient, a (B)(6) year-old, did not survive the event. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control performed an evaluation of the customer's device but was unable to duplicate the reported issue. Physio observed that the therapy pcb assembly had a broken latch but was electrically connected. Physio replaced the therapy pcb assembly as a precaution and device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was not determined. A clinical review of the event was performed by physio-control; however there was insufficient information within the record to determine whether or not the device use had contributed to the patient¿s outcome. (B)(4). Physio-control performed an evaluation of the customer's device but was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified the reported issue. Physio observed that the therapy pcb assembly had a broken latch but was electrically connected. Physio replaced the therapy pcb assembly as a precaution and device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was not determined. A clinical review of the event was performed by physio-control; however there was insufficient information within the record to determine whether or not the device use had contributed to the patient¿s outcome.

Event description:
The customer contacted physio-control to report that their device therapy ECG had dashed lines during a cardiac arrest call. The customer advised that the device did not display paddles ECG while using conmed brand third party electrodes. The electrodes were not returned to physio-control for an evaluation. The patient, a (B)(6) year-old, did not survive the event. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.